Manufacturer narrative:
The insulin pump was received with constant replace battery now alarm during our testing with or without the battery due to corroded battery tube. No unexpected post-reset ram crc alarms noted during our testing. The insulin pump was monitored without the test energizer battery inside the test battery tube and reinserts it back into the test battery tube for less than 10 minutes and no unexpected post-reset ram crc alarms noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed a pump error. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.